Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation observed that the tip of syringe was broken and attached with the valve of the catheter. How and when event are occurred could not be determine. The potential root cause for this failure mode could be defect from vendor/rough handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. [Directions for use] 1. Method of use (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe broke when attempting to use it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that syringe the broke while attempting to use it.